Event description:
Reporter alleged obtaining a discrepant blood glucose value of hi (greater than 600 mg/dl) back to back with a result of 193 mg/dl when testing was performed within 10 minutes on a patient using the inform system. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement was sent.